Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with pre-op diagnosis: recurrent disc herniation with spinal instability (l4-5). Patient underwent following procedures: redo laminectomy with facetectomy l4-5. Posterior lumbar interbody fusion l4-5. Lateral transverse process fusion l4-5. Pedicle screw instrumentation utilizing spine vision system, l4-5. Use of intraoperative fluoroscopy, interpretation of intraoperative radiograph. Placement of machined intervertebral spacer (peek) 12mm lordotic x 25mm l4-5 bilaterally. As per op-notes: & curets and chisel were used to score the cartilaginous endplates and this was done bilaterally. The disc herniation seemed more left sided than right sided with complete nucleoectomy done and endplates denuded. 12 mm lordotic peek spanners were packed with one sponge of rhbmp-2/acs each and counter sunk under c-arm fluoroscopic guidance, allowing wide distraction of the disc space. Spinal transverse process of l4 and l5 were sharply decorticated and autograft packed laterally, completing the lateral transverse process fusion. Following this 6.5 x 45 screws were placed into the l4 and l5 pedicles bilaterally. This was done under ap and lateral fluoroscopic guidance and a medial inferior penetration was noted with direct inspection of the pedicles. Patient tolerated the procedure well &. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.